Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd cleo 90 infusion set was associated with repeatedly occurring line blocked alarms and tubing disconnections. There was patient involvement, and no patient injury was reported.